Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock and impedance measurements. Additional information indicated that this rv lead was explanted and successfully replaced. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).